Manufacturer narrative:
The insulin pump had intermittent button response due to flattened escape, act, down arrow and up arrow button dome switches. No unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the buttons were not fully responsive. The customer did not recall the blood glucose reading. The customer did not recall any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.